Event description:
Customer reports receiving erratic readings in blood glucose tests. Customer received readings of 106 mg/dl, 350 mg/dl and 400 mg/dl within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid fell into the "a", "b", and "c" zones. The "c" zone values show a difference in values to be clinically significant. There was no report of death, serious injury.